Event description:
It was reported that the customer experienced low blood glucose of 42 mg/dl and 47 mg/dl; treated by eating. Customer also stated she experienced high blood glucose of 300 mg/dl. Customer had angina and was dealing with pain which causes her blood glucose level to go high and low. The drive support cap appears normal. Customer stated she felt the insulin pump was working as designed. Customer was assisted with adjusting the carbohydrates ratio. Last value was 186 mg/dl. Nothing further reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.